Event description:
A pt reported blood glucose results of 130 mg/dl, 81 mg/dl, 128 mg/dl, and 99 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.